Manufacturer narrative:
The reported overheating was not able to be duplicated by a manufacturer repair technician through functional evaluation. A potential cause for the event is misuse of the device, which could not be verified. The device was returned to the user facility.

Event description:
It was reported that the sys 7 high speed precision saw heated up during a case. It was also reported that the falcon cartridge broke where it connects to the saw. There was no patient or user injury reported and no adverse consequences alleged with this event. The procedure was completed successfully with a backup device.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
It was reported that the sys 7 high speed precision saw heated up during a case. It was also reported that the falcon cartridge broke where it connects to the saw. There was no patient or user injury reported and no adverse consequences alleged with this event. The procedure was completed successfully with a backup device.